Manufacturer narrative:
Information not available, device not returned for analysis. Tacking #.48949

Event description:
It was reported the tsw35 was used during a unknown procedure. It was reported the device fired fine on three firings. On the 4th firing the metal arm slipped out of the groove and the device would not fire. Another tsw35 was opened to completed the case. There was no consequence to the patient.